Event description:
It was reported that when the patient presented in clinic for a follow-up, the device was found in backup vvi mode. It was noted that the patient received an appropriate shock and felt fatigued. A device download was performed successfully however, the physician elected to explanted and replaced the device.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Review of the device image indicated that a power-on reset occurred during hv therapy delivery. The device was tested on the bench and using automated test equipment and no anomaly was found. The cause of the power-on reset could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.